Manufacturer narrative:
Additional information: b5, d10, g4, g7, h2, g3, h6. One 8.5f fast-cath introducer sheath and dilator were received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Event description:
During an atrial fibrillation ablation procedure, blood was noted to be leaking from the hemostasis valve of the introducer. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results, method, and conclusion codes, along with investigation results will be provided in the final report.

Event description:
During an atrial fibrillation ablation procedure, blood was noted to be leaking from the introducer. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.